Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we are seeing the same problem with the pediatric lithium heparin tubes not filling to the mark. We currently have the tubes taken out of circulation as our pediatric tubes need to be filled for all of our blood gases.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'underfill' with the incident lot was not observed. The photo shows a tube with liquid below the fill line mark but the fill line is not considered the minimum draw volume. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we are seeing the same problem with the pediatric lithium heparin tubes not filling to the mark. We currently have the tubes taken out of circulation as our pediatric tubes need to be filled for all of our blood gases.